Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. As a pump system check showed that the cartridge and infusion set tubing were functioning as expected, the infusion set was changed. However, the occlusion reoccurred. Multiple infusion sets were used. After the customer changed the infusion set type from t:90 to an inset, the occlusion alarm did not reoccur. The customer's blood glucose (bg) was in the 400 mg/dl range and boluses via the pump were delivered to address the bg level.